Manufacturer narrative:
Visual inspections were performed on the returned device. The reported deployment issue could not be tested due to the condition of the returned device. Additionally a posterior foot detachment was noted. The location of the detached foot is not known. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
Returned device analysis identified a foot break. The location of the detached foot is not known.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported vessel puncture closure was attempted using four proglide devices relative to an abdominal aortic aneurysm interventional procedure. Reportedly, the sutures of 4 proglide devices failed to be released. One of the devices was reported to have a suture break. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.